Event description:
Info rec'd indicates the bed exit is not alarming after it has been set.

Manufacturer narrative:
The technician found the scale board is not responding. He replaced the scale board to repair the bed.